Event description:
It was reported that a caller observed an inconsistency in the insulin gauge, which showed a fill estimate different from what was expected, specifically 60 units instead of 240 units. There was no adverse impact to the customer¿s blood glucose level. The customer received an explanation that any positive value is considered accurate and the static display can occur due to pressure variances. They were advised to contact support again if needed, and the caller understood and acknowledged the information provided.